Manufacturer narrative:
Correction b3: event date added after additional information was provided. The device was returned to zoll medical corporation. During the investigation it was noted that the device logs were reviewed; no specific event date was provided to zoll initially however, during customer contact, it was confirmed that the event date is (B)(6) 2026. The logs from (B)(6) 2026 observed ac/battery toggling, these toggling entries may prevent the device from powering up but could not be replicated during evaluation. No power-related accessories were returned for evaluation. Installed a known good battery. Device passed all power tests, ac / battery and all other required bench tests, environmental chamber tests, and passed an internal inspection. Replaced the ac charger as a precaution to reduce the likelihood of reoccurrence. The ac charger board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.